Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 30 months of implant duration due to a battery status of elective replacement indicated (eri). Dissatisfaction with respect to battery longevity was expressed. The explanted ICD was returned to guidant for laboratory evaluation.